Event description:
Maude report #(B)(4) was received and states: the tip from disposable sonicision broke off during a procedure. All parts were removed from the patient prior to closure.

Manufacturer narrative:
(B)(4)/ to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.